Event description:
(B)(6) medical center in (B)(6) prescribed a bi-pap for me in (B)(6) 2022 that had been recalled in june 2021. I used this bi-pap for 3 ½ years and have had progressive slurred speech and shortness of breath. Today, I have trouble talking, walking, and breathing. I've seen 2 neurologists, a pulmonologist and a cardiologist at (B)(6) medical center for the past 3 ½ years and they have no idea what is wrong with me. I think the bipap machine has been poisoning me all this time. I still have the machine; (B)(6) 2019 rev 00.